Event description:
It was reported that the system 2800 had difficulty with table movement. The system had to be reinitialized to move the table. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the footswitch controlling the table was defective and was replaced. The system was tested and found to be working as intended and placed back into service.